Event description:
It was reported the pt's lead was repositioned due to receiving ineffective stimulation and stimulation in an unintended area. An impedance check prior to the procedure revealed no anomalies. Repositioning the lead resolved the pt's issues. Surgical intervention took place on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.